Manufacturer narrative:
No medical records were provided to the manufacturer, but an x-ray was provided for review. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. (Expiry date 06/2021).

Event description:
It was reported that during a fenestrated aortic prosthesis, as the delivery system was slightly withdrawn for positioning, the balloon expandable covered stent allegedly dislodged from the balloon resulting in the occlusion of the renal artery that allegedly caused the loss of one of the patient's kidneys. It was further reported that an attempt was made to retrieve the dislocated stent, but was unsuccessful. Therefore, rapid embolization was performed as a perforation was already present at the distal end of the stent and the dislocated stent was expanded in the proximal portion to keep it from dislocating further. To conclude the procedure, a second stent graft was connected to the fenestrated aortic prosthesis for connection then sealed with a vascular plug.

Event description:
It was reported that during a fenestrated aortic prosthesis, as the delivery system was slightly withdrawn for positioning, the balloon expandable covered stent allegedly dislodged from the balloon resulting in the occlusion of the renal artery that allegedly caused the loss of one of the patient's kidney. It was further reported that an attempt was made to retrieve the dislocated stent, but was unsuccessful. Therefore, rapid embolization was performed as a perforation was already present at the distal end of the stent and the dislocated stent was expanded in the proximal portion to keep it from dislocating further. To conclude the procedure, a second stent graft was connected to the fenestrated aortic prosthesis for connection then sealed with a vascular plug.

Manufacturer narrative:
H10: manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: the investigation is confirmed for the reported stent dislodgment issue. The review of the images confirmed that the distal end of the stent in the left renal artery did not fully expand. The device was not returned for evaluation. The definitive root cause for the reported stent dislodgment issue could not be determined based upon available information. The event description states that the lifestream was being used in a fenestrated aortic prosthesis procedure. This is off label use of the device. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries. User error and procedural techniques may have been contributed to the reported dislodgement and patients effects. The event description stated that the device was slightly withdrawn for positioning. The stent then dislodged from the balloon resulting in the occlusion of the renal artery that allegedly caused the loss of one of the patient's kidney. It is directed in the IFU states "attempts to retract the covered stent into the sheath/guiding catheter may result in the stent dislodgment". The manufacturing documentation was reviewed and shows no anomalies with the manufacture of this lot to suggest a product issue. Labeling review: the IFU for the lifestream product was reviewed for information relevant to the reported event: the event description states that the lifestream was being used in a fenestrated aortic prosthesis procedure. This is off label use of the device. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries . H10: g4 h11: h6 (results1, conclusion 1).